Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary: visual inspection: upon visual inspection of the complaint device it can be seen that we have received the implant in a far open condition. In addition, the hexagon screw recess is deformed and damaged. Furthermore, the received device shows dents and scratches, as well some color fading from use, and on the tip one (1) of the four (4) lips are showing deformation and a bit is broken off (chip is missing) from rough handling. Functional test: during investigation a functional test was performed and has shown that the implant is working as intended, based on this it passed the functional test. Document / specification review: drawings and revisions are in accordance to DHR of production lot: l336359. All relevant features are defined on the used drawing revisions of DHR of production lot: l336359. Furthermore, the reported device was assembled according to drawing, and all parts went through a 100% functional test, before they had left the production. Dimensional inspection: the article has passed the function test, no issue could be confirmed, and therefore no dimensional inspection is needed. Summary: a device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in march 2017. No ncrs were marked in the DHR during production. The complained malfunction of difficulty to disassemble blade and screwdriver could not be confirmed. Nevertheless, is the complaint rated as confirmed due to visible damages at the blade. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part: 04.027.031s, lot: l336359, manufacturing site: bettlach, release to warehouse date: 10 march 2017, expiry date: 01 march 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is company representative. PMA/510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported intraoperatively on (B)(6) 2020, a screwdriver would not release from a proximal femoral nail anti rotation (pfna) helical blade after locking. This event occurred with two blades. A surgical delay of 15 minutes was noted this is report 1 of 3 for (B)(4).